Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.